Event description:
It was reported to boston scientific corporation that at the patient's six-week follow-up appointment after an anterior pelvic floor repair procedure using a pinnacle pfr kit in 2008, the physician noticed a slight mesh exposure near the incision line on the anterior wall of the vagina. The physician treated the patient with estrogen cream and has not heard back from her since then. The physician stated she believes that at this point the event has been resolved, and the patient is fine.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.